Event description:
During the operation, two instruments of same lot number did not work properly. Staples were jammed, they came out sideways or they cut the veins. Procedure: thyroidectomy pt sex: unk